Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was completed by replacing the coil with another axium coil. The cause of the premature detachment was not clarified. The coil detached during deployment into the aneurysm sac. The doctor suddenly felt very little resistance. The catheter used in the event was echelon 10 with lot b716063. The information is confirmed by the physician.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box; within an opened plastic bag; within an opened axium implant coil outer carton; within an opened axium implant coil inner pouch. The axium implant coil was returned without the introducer sheath. Visual inspection/damage location details: the actuator interface, positive load indicator and coupler tube were found to be intact. This is indicative mechanical method detachment was not attempted. The axium coil distal pushwire assembly (shield coil, retainer ring, implant coil) was found to be separated and not returned. The coin was found to be intact. The implant coil was not returned. No other anomalies were observed. Testing/analysis (including sem reports): the coin appeared to be in good condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that resistance was noted in the distal end of the catheter. The coil came out of the introducer sheath smoothly. The physician noted possible kink/damage to the coil after removal but was not sure about it. There was no kink/damage to the catheter observed after removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a coil was prematurely detached. The patient was undergoing surgery for treatment of a saccular, ruptured internal carotid artery (ica)aneurysm with a max diameter of 5 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the coil was prematurely detached. The coil was removed from the patient by using a snare. The pushwire was not damaged and there was no friction during delivery. The physician repositioned the coil one time, did not attempt to detach the coil, and did not rotate the delivery pusher during procedure. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information was received stating that resistance was noted in the distal end of the catheter. The coil came out of the introducer sheath smoothly. The physician noted possible kink/damage to the coil after removal but was not sure about it. There was no kink/damage to the catheter observed after removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.